Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, foreign matter was confirmed in the nozzle. The foreign material was unable to be identified. There were no deformations to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
A repair request was sent reported with an issue of "poor air and water supply". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign object inside the nozzle. This report is being submitted for foreign object inside the nozzle found on device evaluation (insufficient cleaning, reprocessing issue ) .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of ""poor air and water supply". Device evaluation , service repair noted the amount of air supplied found insufficient due to clogging of the air/water nozzle and noted to be due to handling (insufficient cleaning). The amount of water supplied found insufficient due to clogging of the air/water nozzle and noted to be due to handling (insufficient cleaning). Due to handling (insufficient cleaning), the air and water nozzles are clogged and the draining function observed to be reduced. A foreign object was found inside the nozzle causing the nozzle to clogged. Furthermore, the following findings during device evaluation were noted : cracking of the illumination lens due to an external factor (bumping the tip) observed. The objective lens adhesion part observed to be cloudy. The objective lens adhesive part found scraped due to external factors. Due to handling, the adhesive part of the lighting lens has come off. The lighting lens adhesion part found cloudy. The bending angle found insufficient due to the elongation of the angle wire. The play of the angle knob noted to be out of the normal state due to the elongation of the angle wire. Scratches on the insertion tube due to external factors are observed. The curved rubber adhesive part found cloudy. The curved rubber adhesive part found missing. Scratches are found on the tip cover due to external factors. Scratches are found on the insertion part corrugated tube due to external factors. Peeling of the paint observed on the air/water supply cylinder. Peeling of paint found on the suction cylinder. Investigation is ongoing. This report will be supplemented accordingly following investigation.